Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: unable to prime filtered set.it was reported that 2 bd alaris smartsite low sorbing sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: unable to prime filtered set.

Manufacturer narrative:
H6: investigation summary two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was not observed for one of the samples while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. One of the sets were unable to be flushed. The customer complaint that they were unable to prime the filtered set was able to be replicated. A device history record review for model 10013902 lot number 22039225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: unable to prime filtered set.